Manufacturer narrative:
The associated device, intended for use in treatment, was returned and evaluated. A visual inspection of the returned device confirmed the stated failure mode. The mating part has fractured off of the threaded end of the strut rendering the device inoperable. The device was manufactured in 2020 and shows signs of extensive use. A complaint history review found related failures; this failure mode will be monitored for future complaints and assessed for any necessary corrective actions. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. At this time, we do not have reason to suspect that the product failed to meet any product specifications at the time of manufacture. This device is a single use, patient specific instrument; possible causes could include but not limited to new design, feature, or failure mode. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary.

Event description:
It was reported that the fast fx strut for tsf med broke off prior to surgery. Operation was still able to move forward with an s&n backup device without any delay. The patient was not impacted.